Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken handle; this condition had the potential to interrupt delivery. This condition was found in the ER. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken handle was confirmed during product evaluation. This condition was caused by mishandling. The pump head door and door latch were replaced to correct the reported condition. Additional information: (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.